Event description:
It was reported that the right ventricular (rv) lead had undersensing with low r waves and an outer insulation breach. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk implantable cardioverter defibrillator, (B)(6) 2009; 4194 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.